Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse reprogramed the faulting nodes. The system was tested and verified for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report that the system was incurring non recoverable faults. Tse reviewed logs and noted 307 and 311 errors. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that there was no patient involvement.